Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The customer stated that he was vomiting and nauseated. Verified the time, bolus history, basal, prime history, and the alarm history. The father stated that the customer was not coherent to troubleshoot the device. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Programmed boluses and delivered. All boluses delivered completely and recorded properly in the bolus history. After testing it was concluded that the device operated within specifications.